Manufacturer narrative:
A1: patient identifier incorrect on initial report. E: last name and phone number was incorrect on initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the implant hasn't worked for a couple years and she is not sure why. Patient stated when she sneezed or coughed really hard the implant would give her sudden shock since she had the implant and she was told it will go away but shocking didn't go away and she just stop using therapy. Patient stated they are not sure why they didn't call. Patient stated they need a cervical MRI and like to the ins MRI information. Patient mentioned ins had to be restarted before. Patient stated they dont' have hcp for the implant. Patient provided new last name and phone number. Agent reviewed ins in possible overdischarge state. Agent reviewed MRI information, agent sent email to device reg. Agent emailed phy listing. Patient service reviewed implant longevity and recommend patient consult with healthcare provider ofc for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.